Manufacturer narrative:
Method: labelling review, risk assessment. Result: one oasys titanium transition rod was confirmed by the stryker rep to have fractured. Manufacturing files were not reviewed because no lot was provided. Conclusion: the probable root cause is undetermined. Potential root causes could be: repeated bending and/or rods being manufactured prior to when the laser marking manufacturing process was updated to not create voids in the markings. If more information becomes available this complaint will be reopened.

Event description:
It was reported that rod broke during bending. All broken fragments were retrieved. A surgical delay of 15 min was reported. No other adverse consequence was reported to the patient.

Event description:
It was reported that rod broke during bending. All broken fragments were retrieved. A surgical delay of 15 min was reported. No other adverse consequence was reported to the patient.